Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation was unable to determine the cause for the reported device deformity. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 10mm amplatzer septal occluder was chosen for implant using an unknown delivery system. During procedure, when the device was deployed out of the appropriate delivery sheath in the left atrium, the device had a cobra deformation. The device was removed to the body and evaluated and it looked normal and was able to be flattened out so it was reintroduced into the left atrium for deployment again and did not form correctly again. The device was then removed and deformed device was never released from the delivery cable while inside the patient. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. A new 8mm amplatzer septal occluder was chosen and completed the procedure. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported stable.